Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The probable cause of the guide wire separating could not be determined based upon the information provided and without a sample.

Event description:
The customer alleges that the guidewire broke while in the patient. All of the wire was retrieved. No patient injury or consequence. The patient's condition is reported as fine. Therapy was not delayed or interrupted.

Manufacturer narrative:
(B)(4). The results of the investigation are not complete at the time of this report.

Event description:
The customer alleges that the guidewire broke while in the patient. All of the wire was retrieved. No patient injury or consequence. The patient's condition is reported as fine. Therapy was not delayed or interrupted.